Event description:
It was reported that this brady lead was attempted for left bundle branch area pacing (lbbap), and three implantation attempts did not achieve the desired electrocardiogram (ECG) characteristics, leading the physician to request a new lead. This brady lead was replaced and not implanted. No adverse patient effects were reported.